Manufacturer narrative:
The alb2 reagent lot number was 912302 with an expiration date of 30-apr-2027. The tp2 reagent lot number was 935595 with an expiration date of 30-apr-2027. Calibration was acceptable. Qc results for alb2 were not acceptable. Qc results for tp2 were unstable, although acceptable. There was one sample short alarm on the day of the event. The results from an instrument performance test suggested issues. The field service engineer (fse) found that a probe at the rinse station had a spring that wasn¿t seated correctly, causing the nozzle to stick. The fse cleaned and reseated the probe spring. Reagent probes and sample probes were bent and were replaced. The reagent probe wash was slightly high; this was adjusted. The ultrasonic mixers were cleaned due to slight debris. The customer performed precision testing. The investigation determined that the issues found by the fse were the root cause of the event.

Event description:
The initial reporter questioned the results for multiple patient samples tested on a cobas 8000 c702 module. An example of discrepant results was provided for 1 patient sample tested for albumin bc (alb2) and total protein gen.2 (tp2). The initial alb2 result was < 2.0 g/l. The repeat result was 30.9 g/l. The initial tp2 result was 3.6 g/l. The repeat result was 54.1 g/l.